Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked from the connection between the water feedset tube and spike of two mr290v vented autofeed humidification chambers. This was noticed during use. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked from the connection between the water feedset tube and spike of two mr290v vented autofeed humidification chambers. This was noticed during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device manufacture dates: 100303 - 03/03/2010; 101126 - 11/26/2010. The complaint mr290v vented autofeed humidification chambers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we received the complaint devices and have completed our investigation.

Manufacturer narrative:
(B)(4). Device manufacture dates: 100303 - 03/03/2010; 101126 - 11/26/2010. Manufacturer narrative method: the two complaint mr290v chambers were returned to fph (B)(4) for inspection. The chambers were visually inspected for damage and were connected to a waterbag for functional testing. Results: both chambers filled normally when connected to a waterbag. Once the chamber with lot number 100303 had filled, small drops of water were observed to leak from the connection between the feedset tube and waterbag spike. Inspection showed that insufficient glue had been applied between the connection of the feedset tube and spike, causing the leak. No fault was found with the other chamber. A lot check revealed one other complaint of this nature for lot number 100303. Conclusion: all chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. Our user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." The waterfeed tubing is attached to the spike by an automated gluing process. As part of our ongoing improvement process, additional glue is now applied to the water feedset spike during the automated assembly. (B)(4).